Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had a blood glucose level of 450 mg/dl even after they gave several boluses themselves. The patient then changed the pod and gave 3 units of insulin manually. It then began to lower but they now had nausea and were vomiting. They went to the hospital and were treated with intravenous therapy with zofran for the nausea. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).